Event description:
It was reported the device settings and patient data was lost. The event occurred during infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used and not in its original packaging. The tamper seal was broken. Review of the event history log (ehl) showed rechargeable battery interrupted and pump settings and patient data lost. A functional test was performed and the reported issue was duplicated. Found time, date, year lost with pump settings and patient data lost messages in the device's event history logs. Connected an ac power to the device and charged for over three days and resolved the issue. The reported issue was due to a low voltage/corrupted date time and year. As a result, the device was charged. A service history review identified no indication that the complaint was related to a service of the device within the review period.